Event description:
It was reported that during a gastric sleeve procedure, the jaw closed and the surgeon wanted to reposition. Trouble opening jaw to reposition. Had to manual override. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged pawl. The analysis found that one ple60a device was returned with the firing mechanism damaged and with an ecr60g cartridge reload present. The returned reload was unfired and in good visual condition. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition. The device closed and opened as intended. A batch record review was performed and no anomalies were found during the manufacturing process.